Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, pt woke with elevated blood glucose and delivered a correction bolus through infusion device. Pt drove to work, felt very sick, and vomited. Blood glucose was 24 mmol/l. Pt changed insulin cartridge and infusion set in the afternoon, but this was not successful to lower blood glucose. At 9:00 p.m., pt called an ambulance. Pt was transported and admitted to hospital. Blood glucose was above 30 mmol/l when admitted to intensive care unit. Pt was in intensive care unit until (B)(6) 2010 and then transferred to regular care unit. Pt restarted infusion device using the same basal and bolus amounts, and blood glucose became "higher and higher." Pt changes infusion headset every 3 days and infusion tubing and insulin cartridge every 7 days. Target blood glucose is 7-8 mmol/l. Pt did not lose consciousness. Infusion device was replaced and requested for eval. No add'l info was provided.